Manufacturer narrative:
Report confirmed the device was tested for heat and the temperature rise of the motor was measured to be over 200°f within in 2 minutes. Initial diagnosis determined that the collet was corroded and the rear motor bearing was worn. Additional testing determined the maximum temperature rise rate was 7.6 degree f/sec. Based on previous investigation CAPA (B)(4), critical temperature rate for risk of burn injury was determined to be 6.0°f/sec once the device reaches 114.2°f. The measured rise of this device exceeds the critical temperature rate. During the engineering evaluation the motor and collet was dissembled. An unknown thick brownish substance was observed to be adhered to the collet housing as well as bearings. It was not possible to rotate the bearings freely. The rear motor bearing was shattered. The ingress and accumulation of the unknown brown substance along with the failure of the rear bearing did not permit the motor to run properly. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to track and trend this complaint type. Codes from section (B)(4).

Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on evaluation due to overheating. Paperwork with returned device states "found in repair bin". On follow up it was confirmed there was no patient impact. The initial reporter and facility were also confirmed and provided.